Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va1pppr, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1pppr, ubd: 09-mar-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient tried to turn up their stimulation the day after implant and was unable to feel stimulation. Patient was seen in the office on (B)(6) 2018 and the impedance was >4000 on all electrodes except the combination 0 and 1. Patient was sent for x-ray and the x-ray showed that the lead was no longer in the battery. During the procedure the impedance had been cleared on all electrodes, at the time of the report the lead was not attached. The physician had turned the set screw until 3 clicks were heard. Surgical intervention was planned to resolve the issue, but had not yet been scheduled. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the issue had been previously reported. Caller reported they were unable to turn up the patient's ins. Upon x-ray examination, the lead was not connected to the ins. The week prior, during intra-op, the healthcare provide did hear the set screw click 3 times and impedances were run with ins in the pocket and all of it cleared, nothing was over 4000. Caller was in intra-op the day of the report and had reconnected the lead, tightened the set screw and tugged on the lead to check if it was secure. When asked if the set screw was loose upon opening the pocket, the rep stated the healthcare provider did have to tighten it a few times to get it to click. Caller was going to check impedances. It was reviewed that if the set screw was backed out to far, it can essentially click and not set in place and that options were either to replace the ins or use the same one barring all impedances look within normal range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the manufacturer representative. It was reported that no cause was determined with regard to the lead becoming disconnected again. They heard 3 clicks and impedances were cleared operatively. The patient was not able to turn it up. They were guessing there was a set screw issue, but could not confirm. The previous ins was used, the patient was contacted the following day and they were able to turn the device up the evening of the surgery and they were receiving therapeutic results.